Event description:
It was reported that the patient fainted during an episode where appropriate therapy was delivered from the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).